Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. No prime and fill anomaly noted during testing. The insulin pump passed all operating currents tested with in the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip noted during testing.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the infusion set was connected to the body while performing fill tubing during set change. The customer's blood glucose was 40 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with juice. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they did not receive second series of beeps or numbers appearing on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.